Event description:
The customer reported that the sys displayed a communication failure error message and would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on-site investigation. The following components were reseated: the fluoro functions board, generator interface board, high voltage control board and interconnect cable. The sys then found to be operating as intended.